Event description:
Per a report from CT (computed tomography), "interval placement of an inferior cava filter which appear intact. There is however is to slightly increased strandy density anterior to the inferior vena cava extending down towards the right groin which appear to be blood products and a possible retrocaval hematoma. Given the location at the level of the filter, this may be related to the recent instrumentation. If this is not blood products this is new and could represent adenopathy or fibrosis, although favor post instrumentation." Per a report from CT, "and ivc filter is again noted in place with persistent soft tissue density around the ivc extending from just below the renal vessels both anteriorly and posteriorly with mild improvement again extending along the right psoas muscle into the pelvis and the right groin region, likely representing blood products. There is questionable clot within the ivc up to the level of the renal vessels with the ivc again appearing expanded. Findings likely represent injury to the ivc and the integrity of the ivc is not fully delineated due to poor contrast enhancement. The ivc above the renal veins is well-opacified and normal." "There "an ivc filter is again noted in place with persistent soft tissue density around the ivc and expansion of the ivc around the filter with possible clot in the infrarenal ivc filter as above. Findings likely represent injury to the ivc and into the pelvis and right groin region as discussed above." Per a report from CT, "moderate pericaval retroperitoneal hematoma with consequent severe narrowing of the ivc and bilateral common iliac veins. Intramuscular hematoma also noted within the right psoas. There is likely caval thrombus below the filter, but it is difficult to definitively detect thrombus in this location due to severe caval narrowing. There are partially occlusive thrombi in the external iliac veins." Per a report from CT, "ivc filter is again identified at the confluence of the iliac veins and ivc, two prongs are protruding outside of the vein on the medial side." "No evidence of active bleeding in the portal venous phase study. No change in position of ivc filter or in size of the hematoma." Per a report from CT, "interval increase in size of right-sided retroperitoneal hematoma extending inferiorly along the iliopsoas musculature and in the right posterior pararenal space. The largest component of hematoma measures approximately 12.1 x 10.9 cm (series 602 image 55), previously 9 x 10.1 cm." "Mass effect from retroperitoneal hematoma results in mild anterior displacement of the right kidney." "...additional small volume of blood products tracking in the upper abdomen in the perihepatic and perisplenic spaces."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01401.

Event description:
It is alleged that patient received a cook celect platinum filter on (B)(6) 2019. On (B)(6) 2019, the patient was re-admitted with complaints of severe groin pain, as well as severe nausea and vomiting. A CT of the abdomen and pelvis showed a hematoma extending from the location of ivc filter down to the groin. The patient was subsequently admitted on (B)(6) 2019 and diagnosed with a retroperitoneal hematoma secondary to ivc filter perforation, as well as clotting within the ivc up to the level of the renal vessels. The patient remained hospitalized until (B)(6) 2019 and underwent several surgeries, including bilateral lower extremity thrombolysis and ivc filter retrieval. The patient was re-admitted on (B)(6) 2019 and underwent mechanical iliocaval thrombectomy and reconstruction with wall stents.